Event description:
It was reported that the patient is deceased. The date of death is unknown. The hospital clinic was trying to get in touch with the patient, a participant in the shock-less study, for a twelve month follow-up and found out from a family member that the patient had "died suddenly in the car." The hospital clinic asked the family about the patient's cause of death, but the family refused to talk about the death.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number, d164awg is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Additional attempts to obtain information were unsuccessful. The cause of death will not be received.